Event description:
Explanted device returned with report that pt complained of "shocking sensation at electrode site." The device is presently in analysis as of the date of this report.

Manufacturer narrative:
H6 - analysis reveals multiple 7495 conductor wires broken.